Event description:
It was reported by co sales rep.(s) that multiple "dic" disconnects with multiple pts on size 8 perc devices were reported to them by the facility. The info rec'd indicated there was no reported pt injury and/or change in therapy. The involved devices were not available for return.